Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the insulin pump has some damages. The customer's mother stated the black o-ring where it locks the reservoir has come out. The customer's blood glucose has ranged between 362mg/dl-364mg/dl. The customer was advised to discontinue use of the pump and revert to back up plan.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a broken reservoir tube lip, a cracked case at the display window corners, a missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to the completely broken reservoir tube lip.